Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that both gantry fans were found to be physically broken, and the fans were replaced. The imaging system then passed the system checkout and was found to be fully functional. The gantry fans were returned to the manufacturer for analysis. Analysis found that fan blades were found to be physically broken on both fans. Analysis found that the reported event was related to a physical/mechanical issue.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that while taking a spin, the imaging system gantry emitted a clunking sound. Once the spin had been completed, it was noted that a black piece of plastic fell out of the gantry. The spin was transferred successfully and the delay to surgery was reported to be minimal. There was no impact on patient outcome.